Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1g, once in 4 days, discontinued), amikacin injection (100mg, once daily, intraperitoneal, discontinued) and heparin injection (1000 iu, for each bag, discontinued) for peritonitis. Three days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.